Event description:
A phone call was conducted in order to follow up on a previous call that the customer made for the bolus delivery issues. The customer stated that she was hospitalized in one instance a year ago. Initially the customer stated that her insulin pump wanted to give her 0.0 units for bolus. The customer checked the status screen, and found that she had active insulin of 4.35 units, and she had taken two boluses within the hour. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.